Manufacturer narrative:
Device received with intermittent button response due to flattened act and down button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. Device passed displacement test and self test. Device received with cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump button not working. Customer reported the time clock does not advance. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.